Event description:
A home pt presented to the clinic in 2004 with acute abdominal pain and cloudy effluent. Effluent cultures were taken at that time and the home pt was diagnosed with peritonitis. The pt was initially treated in 2004 with cefizox 1g, intraperitoneal (ip) and was then prescribed cefazolin 1g ip, and tobramycin 40mg ip, once daily for 14 days. The home pt's nurse reported that the possible root cause of the pt's infection was due to suspect mice bites on the supply bags. Based on the absence of symptoms, the home pt's nurse concluded that the pt has fully recovered from the infection. Three weeks later, the home pt's spouse had contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. The home pt completed their therapy manually.